Event description:
During an endoscopy, the crna (certified registered nurse anesthetist) was utilizing the IV tubing's medication hub to push propofol when the tubing connected to the hub popped off. There was not any adhesive on that particular section of the tubing. This created a mess and another tubing was brought out and utilized mid-procedure.